Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information o2 gas module was pointed as defective. Device was repaired by third-party therefore no more information was provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Reported technical error indicates on/off switch error. The on/off switch is neither in on or off position during more than 3 seconds. If there is a negative signal from one of the pressure sensors in gas module, it will incorrectly look like there is a gap/break in the switch and technical error indicating on/off switch error will be generated. The device's logs and claimed were not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.

Event description:
It was reported that the ventilator generated technical error indicating on/off switch error. There was no patient harm. Manufacturer's ref. #: (B)(4).